Event description:
It has been reported to us that during the procedure, the guide catheter shaft separated resulting in a surgical procedure for removal from the patient. The physician inserted the guide catheter into the patient and advanced it forward into the right coronary artery. The physician attempted to torque the guide catheter into the ostium of the right coronary artery and while torquing the guide catheter the physician observed on the fluoroscope that the tip of the guide catheter was not responding. The physician thought that the guide catheter had become kinked and attempted to pull back on the guide catheter and felt some resistance. The physician screened the femoral artery and it appeared that the guide catheter shaft had separated while inside the patient. The patient complained about intense pain in the groin and swelling was noticed. The physician sent the patient for a surgical procedure to remove the separated guide catheter. The procedure was successful and the patient is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated.